Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump clock had to reset sometimes to work properly. The customer¿s blood glucose value was unknown. The customer also reported that the insulin pump had unexplained and false no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump passed self test. No unexpected e/a alarm anomalies noted. (B)(4).